Event description:
It was reported that during a right ventricular (rv) lead upgrade procedure, this right atrial (ra) lead was kinked. The physician accidently caused damage to the insulation of the ra lead while extracting the rv lead. Subsequently, another ra lead was successfully replaced. No additional adverse patient effects were reported. At this time, the product has been returned, investigation will be performed and this report will be updated.

Event description:
It was reported that during a right ventricular (rv) lead upgrade procedure, this right atrial (ra) lead was kinked. The physician accidently caused damage to the insulation of the ra lead while extracting the rv lead. Subsequently, another ra lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation melted in several places. This type of damage is consistent with the electrocautery damage. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Based on the analysis results, the fracture appears to be the result of user error caused by electrocautery.